Event description:
The manufacturer received information regarding a recertified device (recert, dreamstation auto, fr). On (B)(6) 2024, dr. (B)(6) diagnosed the patient with severe sleep apnea, with 47 events per hour, based on the results of a polysomnography. Subsequently, on (B)(6) 2024, the patient was prescribed a CPAP device, and the mbar in ballan mire installed a philips respironics ventilation device. The patient quickly experienced several benefits from this device, including the disappearance of snoring, reduced fatigue, and a comfortable fit from the start, despite the device being somewhat noisy. However, during a consultation with dr. (B)(6) in fondettes on (B)(6) 2025, the patient was surprised to learn that dr. (B)(6) had never prescribed this type of ventilator. Instead, dr. (B)(6) recommended a different german brand called "lowenstein" due to associated carcinogenic risks. At this point, the patient had been using the philips respironics device for an average of 8 hours each night over the past 11 months, completely unaware that the ansm had withdrawn it from circulation in 2022 due to its carcinogenic risks. This device should no longer be available to patients, yet it is still in use. Furthermore, the patient alleges that there was a fault on the part of the provider in providing the patient with a potentially carcinogenic device without informing them, which is legally comparable to deliberately endangering others. The technician signed only with initials, which constitutes a violation of the rules of medical traceability. Finally, the patient alleges that he does not know if he will develop a health issue, but he has been subjected to moral harm due to prolonged exposure to a dangerous device. Therefore, he is seeking compensation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.